Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the pump¿s history showed typical use. The pump was able to power on during testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no changes in the basal program recorded in history during this time. The 1.0u/hr basal program remained at end of duration test. All keys on the keypad were found to be responsive to user input. Vno hypersensitive keys were observed. The pump successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient did not program the basal rate to 0 unit/hour, but the history showed 0.0 unit of insulin being delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.